Event description:
It was reported that resonate screws are backing out of the plate post-operatively.

Manufacturer narrative:
The device was not available for evaluation. It was reported that a screw backed out past the locking mechanism at the bottom level of a 3 level resonate plate at c4-c7. The original surgery date was (B)(6) 2023. The back-out was discovered on follow up images, (B)(6) 2024. It was reported that the surgery was a revision of a 1 level plate and the surgeon fused a level above and below. The follow up images in (B)(6) indicated nothing unusual, but the back-out was noticed on the (B)(6) follow up images. In the images provided, the screws appear to be fully seated in the intra-op image. The (B)(6) follow up image shows several millimeters of a screw head being proud of the plate at the bottom level. It is unclear whether some damage occurred to the plate or sliders intra-operatively or what the cause of the issue could have been. It was reported there was no adverse effect to the patient. A revision was being planned at the time this was reported. No determinations can be made for the cause of the reported issue at the moment.